Event description:
It was reported that the right atrial lead exhibited high capture threshold. Lead was explanted and replaced during device upgrade procedure. Patient was stable and was discharged the following day.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.